Event description:
Patient has received over 100 shocks due to what appears to be lead noise. Impedance has dropped since last visit. Shocks were listed as unsuccessful. Patient had magnet placed over device to stop shocks and is in the ER. Lead noise is reproducible, and the lead was found to be corroded in both svc and hv.

Manufacturer narrative:
Upon receipt, the lead under complaint was found fragmented. The df-1 connector to the svc shock coil as well as the df-1 connector to the svc shock coil were found cut approx. 6 cm distal to the pin. The both connector fragments were returned for analysis. The rest of the lead was missing. The fragments showed abrasion marks. At 2.5 cm distal to the pin the insulation was breached on both connectors. Blood infiltration was noted. Based on the characteristics of the damages, it is reasonable to assume that the connectors were subject to severe mechanical stress in the implanted state, most likely due to interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of the available lead fragments did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(6) 2019 - corrected typo in the analysis results. Upon receipt, the lead under complaint was found fragmented. The df-1 connector to the rv shock coil as well as the df-1 connector to the svc shock coil were found cut approx. 6 cm distal to the pin. Both connector fragments were returned for analysis. The rest of the lead was missing. The fragments showed abrasion marks. At 2.5 cm distal to the pin the insulation was breached on both connectors. Blood infiltration was noted. Based on the characteristics of the damages, it is reasonable to assume that the connectors were subject to severe mechanical stress in the implanted state, most likely due to interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of the available lead fragments did not reveal any sign of a material or manufacturing problem.